Event description:
Customer reported that their current pump had charging issues, requiring them to adjust the cable just right to charge it. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting and further follow-up with technical support, and there was no additional information regarding the outcome of the event.